Event description:
It was reported that the lead was explanted after the patient received inappropriate therapy due to oversensing. The oversensing was reproducible with arm movements. No further patient complications have been reported as a result of this event